Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device rx graftmaster is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending coronary artery. After a 3.5 x 23mm xience alpine stent was implanted, a perforation was noted. The lesion was dilated with a 3.0 x 30 trek balloon dilatation catheter. Then a 3.5 x 16mm rx graftmaster was advanced, but resistance with the anatomy was felt, therefore it was removed. Anti-coagulation was reversed while pericardiocentesis was performed and a balloon pump was placed. Perforation was not sealed. Patient remains in stable condition. No additional information was provided.